Event description:
The event is reported as: the clips are not completely closing on the vessels. Dr. Haynes stated that he uses the clips for spaying cats and when he puts pressure on the clips to close, it will not close, but will not flatten on the end to secure it. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.